Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had pyxis login delay. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the login was delayed. The technical support specialist (tss) identified a slow authentication during login as it takes more than 9000+ minutes for authentication for some user, even it did not happen all the time as observed, and the network latency was also low. The tss also identified that the packet size exceeded maximum token size caused the station slowness issue. Tss attached the knowledge article "es 1.7+ requires port 389/636" and the product support engineer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had pyxis login delay. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.